Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not power on when lid opened. The customer will be provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide further audio voice prompts after initial messages. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. During evaluation it was also observed that the device would not power on when lid opened. There was no report of patient use associated with the reported event.